Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) - health authority in (B)(6) (reference number: (B)(4)) on 03-mar-2017. The most recent information was received on 20-oct-2017. This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("insert broke in uterine tube") in a female patient who had essure (batch no. 828059 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("insert broke in uterine tube"). Essure was removed on (B)(6) 2008. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: removal of insert due to risk of damage to uterine tube. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.824 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-oct-2017: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory authority (B)(4) on 03-mar-2017. This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("insert broke in uterine tube") in a female patient who received essure (batch no. 828059). The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On (B)(6) 2008, the same day after starting essure, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("insert broke in uterine tube"). Essure was withdrawn. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage and complication of device insertion with essure. The reporter commented: removal of insert due to risk of damage to uterine tube. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure insert broke in uterine tube(seen as device breakage). The reported event is anticipated according to essure's reference safety information. During difficult insertions, single cases have been reported of essure breakage. In this particular case, insert broke in uterine tube and was removed on the same day of insertion, due to risk of fallopian tube damage. It was not informed how was removed. Given event's nature causality cannot be excluded. This case was regarded as other reportable incident since it did not lead to death or serious deterioration in health, but might lead or might have led if occurred under less fortunate circumstances. The product technical analysis and further information has been sought.

Manufacturer narrative:
This case was reported via regulatory authority (B)(6) health authority in (B)(6) (reference number: (B)(4)) on 03-mar-2017. This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("insert broke in uterine tube") in a female patient who had essure (batch no. 828059) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("insert broke in uterine tube"). Essure was removed on (B)(6) 2008. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: removal of insert due to risk of damage to uterine tube. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1639 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-jun-2017: the reporter did not response to follow-up attempts. Company causality comment: other reportable incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.